Event description:
Capsular contracture development in right breast implant and significant immobility in right arm, right shoulder, and right side of neck with difficulty in movement and severe pain. Left breast, serial number: (B)(6).